Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient had a ureteroscopy yesterday (B)(6) 2022) to pull out kidney stones and since the procedure they've been having lots of difficulty: that they were only dribbling urine and they didn't have any flow at all. The patient clarified that since their procedure yesterday they've had a return of symptoms and confirmed urinary retention was one of their underlying urinary symptoms the therapy had been treating. The patient stated they called their managing health care provider (hcp)  to report their issue and the hcp told them that perhaps the system had been damaged during the procedure and to call the manufacturer company to find out. Reviewed with the patient that they should see their hcp in person if they were worried about any damage from the procedure and reviewed that the system could be damaged from a surgical procedure. Asked the patient if the therapy had been turned off for the procedure and the patient stated they didn't know because they had been placed under anesthesia however, while they were on hold they were able to connect to their settings and increase their stimulation to where they felt it comfortably in the bike-seat region. Given the patient had already made an adjustment, the patient was going to monitor their symptoms now that a change had been made and reach out to their hcp to check the implanted system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.